Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the customer received unexplained low blood glucose (bg) levels for the past 2-3 weeks with no specific value provided. However prior to contacting tandem technical support the customer was 40 mg/dl. The customer treated with glucose tablets to manage bg level. The customer does not know possible cause of the low bg levels. The customer stated has contacted their healthcare provider regarding the low bg and settings has been adjusted.

Manufacturer narrative:
A review of the pump history logs by qa engineer has determined that a pump malfunction was not a contributing factor to the low bg events.